Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt was seen for a routine follow up appointment, and both system and normal mode diagnostic tests revealed high lead impedance, dcdc=7. The pt's device was programmed off, and the pt has been referred to a surgery where revision surgery is likely. X-rays were taken and per the site, there is no specific problems observed, but a lead problem is suspected. Good faith attempts to obtain additional info are underway.